Manufacturer narrative:
Recall: 1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. (B)(4).

Event description:
It was reported the patient is unable to communicate with his ipg using external devices. An sjm representative met with the patient and confirmed the issue. Surgical intervention may be pending to address the issue.